Event description:
It was reported that the device was found to have reached the capacitor charge time limit during stock rotation. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory. The high voltage capacitors were sent to the manufacturing site for analysis and internal damage to one of the high voltage capacitors was observed. The extended charge time was cause by the damaged capacitor.